Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported supraventricular tachycardia (svt) could not conclusively be established through this evaluation. Additionally, an analysis of the log files provided by the account confirmed an intentional pump stop event; the event appeared to occur due to the pump stop button being pressed on the system monitor. It was reported that the patient was in svt on (B)(6) 2020 and received antiarrhythmic medicine. In addition, a ventricular assist device (vad) interpretation noted that the patient had a pump stop alarm. The submitted system controller event log file contained data from 09sep2020 through 14sep2020. It was noted that starting on (B)(6) 2020 at 0:37:27, when the patient¿s set speed was set lower than the low speed limit, which resulted in low speed advisory alarms. Approximately 3 minutes later, the patient¿s set speed was set higher than the low speed limit, and the alarms resolved. On (B)(6) 2020 at 10:11:38, a quick intentional pump stop command was initiated, causing low flow and left ventricular assist device (lvad) off alarms. The pump began to reduce in speed but regained pump speed quickly afterward. The duration of the intentional pump stop command lasted less than a second. Following the event, the pump operated as intended for the remainder of the file without any atypical alarms. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01aug2020. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Section 4 states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 4 also explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 liters per minute (lpm). Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in supraventricular tachycardia and received adenosine. A log file was sent in for review which found several low speed advisories on (B)(6) 2020 due to the motor speed being manually set below the low speed limit. The was corrected minutes after the alarms began. There were also a series of manual pump stops on that day as well. The pump was not off for long enough for the motor speed to drop to 0 rpm. There were a few backup battery not installed alarms on (B)(6)2020. Of note, the patient was implanted on (B)(6) 2020.